Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the system would not hold a charge. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no...

Manufacturer narrative:
(Device not returned).